Event description:
During product service by a field service technician, a flo-gard infusion pump was found to have its door out of calibration. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and power on self-test were performed. During visual inspection the door was found to be out of calibration. The cause of the condition was unknown. To correct the condition, the door was calibrated. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.